Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure there were multiple device recaptures. After the final implant deployment, the physician checked for effusion and one effusion was noted that was not present at the start of the procedure. The patient systolic blood pressure was 130mmhg and dropped to 113mmhg to 119mmhg but remained stable with vasopressors. The physician decided to perform a pericardiocentesis and proactively drain and administered protamine. The physician drained 130cc and the effusion was resolved. The patient is fully recovered and was discharged on (B)(6) 2025.

Manufacturer narrative:
H6: impact code f2302: medication required added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure there were multiple device recaptures. After the final implant deployment, the physician checked for effusion and one effusion was noted that was not present at the start of the procedure. The patient systolic blood pressure was 130mmhg and dropped to 113mmhg to 119mmhg but remained stable with vasopressors. The physician decided to perform a pericardiocentesis and proactively drain and administered protamine. The physician drained 130cc and the effusion was resolved. The patient is fully recovered and was discharged on (B)(6) 2025.